Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant and mental physical pain and suffering, has sustained permanent injury, and permanent and substantial physical deformity, and has undergone corrective surgery. Product was used for therapeutic treatment. Per additional information received, the patient has experienced painful intercourse and stress urinary incontinence.